Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: medical device fragments remained in patient. The trocar is broken at the distal end, the fragments is not available for investigation. Several tests and investigations have been performed. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available it is not possible to determine one possible root cause of the failure, it is assumed a manufacturing, a design related or combination of multiple factors. A CAPA was created.

Event description:
It was reported by the healthcare professional to the company sales representative "breakage of the distal piece of the cannula was lost during the extraction of a gauge". Fragments lost in situ, but no x-rays were done due to the size of the piece. There is no information regarding a delay in surgery.